Event description:
It was reported that during gastric bypass procedure, with the introduction of a grasper, the membrane of one of the sleeves broke after the first use. The case was completed with another like device. There was no patient consequence.